Manufacturer narrative:
(B)(4). Investigation was completed on 05/29/2014. Failure analysis has confirmed that if the analyzer internal backup battery is depleted to a very low input voltage, it could cause the real time clock (rtc) to slow and begin to lose time. The investigation determined that time loss only occurs while the analyzer is powered off when the analyzer is turned on, the rtc is run from the 9v batteries used to power the analyzer, and time advances as expected.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer who reported that date/time on analyzer sn (B)(4) is incorrect. The customer stated that the analyzer did not keep the correct time, after resetting the time on the analyzer the customer would turn the analyzer back on an hour later and the clock would only advance 10 minutes. The customer also stated that the results displayed on the analyzer were correct and patients were treated accordingly. Although the failure analysis has not commence, it is assumed though not confirmed that it is related to the depletion of the internal battery. Apoc has determined that an event of this nature is likely to cause harm in that a patient could be incorrectly diagnosed or treated due to time differences of this nature. Based on the information available at the time, there were no injuries associated with this event.